Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: fluid ingress; conductor breakdown the reported event of unexpected low voltage alarm could not be confirmed; however, the reported event of damage power cable and fluid ingress issue was confirmed with the returned system controller (serial (B)(6). A review of the log files revealed routine power cable disconnect and low voltage advisory alarm events relating to power exchanges and depleting 14v batteries. The alarms cleared when the power source was exchanged. Visual inspection of the returned product revealed a taped section on the white power cable, which was removed to reveal a tear on the outer jacket with visible green/blue fluid. Previous complaint history determined the green/blue fluid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. No visible damaged underlying wires were observed. The device was dismantled for visual inspection regarding the fluid ingress issue, which revealed dried substance near the internal power cable assembly. The dried substance appears to have been fluid that ingress through the power cable assembly and into the housing. Of note, the system controller was functional tested prior to the destructive analysis and the damaged power cable/fluid ingress issue did not affect any function of the device. A root cause that led to the damage power cable and fluid ingress issue could not be determined through this analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under this section, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D6a: implant date was inadvertently added in initial report and is not applicable for this device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a tear in the rubber on one of the power leads on the system controller and had general wear and tear. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.